Event description:
It was reported that during free flap procedure, the device was cutting instead of clipping. A new one was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device (b) was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device (a) was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device a additional information: batch # (B)(4); expiration date: 04/2017; manufacturing date: 05/2012. The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device additional information: batch # (B)(4); expiration date: 05/2017; manufacturing date: 06/2012.

Manufacturer narrative:
(B)(4).